Event description:
Upon troubleshooting with manufacturer, it was noted segments were missing from active meter display. No adverse event reported. Requested return of suspect device and replacement was sent.